Event description:
In this event it is reported that protaper ultimate rotary file shaper 25mm broke during use. Reported that broken piece remains. No injury occurred.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Lot# is invalid for sku listed on complaint.  All product has been discarded by customer. No further investigation can occur. Root cause is indeterminable.